Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia.  The customer reported blood glucose value of 28 mmol/l. The customer reported hyperglycemia was  treated in hospital by emergency response. Customer also reported physical damage to pump and exposure to moisture. The event involved products mmt-1885. It was unknown if customer was using the insulin pump system within 48 hours of the reported event. It was also unknown if customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for cosmetic damage and issue was not resolved. No further patient complications were reported. Insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with a cracked keypad overlay. The pump was also received a blank display. Unable to verify e/a alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank display. Unable to download history files and traces using thump due to a blank display. Unable to upload pump to carelink due to blank display. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The original pcba 2 was swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. The original pcba 1 was swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. Blank display was confirmed due to corrosion on the pcba 1and pcba 2. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. Cosmetic damage was confirmed at the keypad overlay of the pump during analysis. Unable to verify customer alleged for high bgs. Unable to verify e/a alarm and perform the required testing, upload pump to carelink, download history files and traces using thump due to a blank display. Blank display was confirmed due to corrosion on the pcba 1and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator¿assembly noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.